Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device¿s guide wire was not advancing through the catheter tip after getting the access. A new catheter package was opened and used only the catheter to finish the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: a device history (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All dhrs are reviewed for accuracy prior to product release. No changes related to the reported condition were found within six months prior to the lot's manufacturing date. One unused sample was received for analysis and investigation. The sample product was received inside a plastic bag. To confirm the reported issue, a new guide wire was used to verify the event reported by the customer. The guide wire was passed through both extensions, it easily passed through the arterial extension, however the guide wire did not pass through the hub in the venous lumen. The catheter was cut, and it was observed that one of the lumens is smaller than the other which prevents passing the guide wire through. The reported condition has been confirmed. The evidence provided is enough to relate this event to the manufacturing operations. During the sample evaluation the venous channel of the hub was found occluded due to an excess of dimethylacetamide applied during the execution of the procedure. The procedure describes the process for bonding and inspecting the ¿y¿ hub and the tube. According to this procedure, the manufacturing operator must apply a thin layer of dimethylacetamide solvent to the hub using a prepared q-tip application. There should be enough solvent applied around the joint, so the entire joint area is shiny with solvent, but not dripping. Immediately after applying the solvent, lightly press the end of the hub on a lint-free cloth for a maximum of one second to wick away any excess solvent. Based on previous information this cause can be concluded as a contributing factor since the effect of excess of solvent applied to the hub could cause an occlusion. A corrective and preventive action (CAPA) was initiated for this issue. The actions of this CAPA included a modification of the procedure to include a better description of the necessary steps to perform the correct assembly of the hub-cannula union, an engineering study was performed to determine the functionality of the d shape mandril on the product after solvent bonding application, and the mandril with a d shape was implemented in the procedure per the requirements. The manufacturing date of the lot involved in this event was prior to the implementation of the actions associated with this CAPA. No trends or triggers have been found. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.